Event description:
It was reported that some of the pampers worked to help control patient's incontinence issues, while others didn't work as much. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).